Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic with multiple episodes of non-sustained v oversensing. Review of the egms revealed loss of ventricular capture. Programming changes were recommended. Device remains implanted.